Event description:
An adc meter reading of 17.2 mmol/l and lab reading of 6.4 mmol/l completed within 10 minutes. Test was performed on the finger. There was no report of death, serious injury or mistreatment associated with this event. Please not that customer excessively squeezed test site to obtain blood sample.